Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller and diabetes specialist alleges pump is not working okay due to customer's fluctuating blood glucose levels. Caller reported customer experienced a lo (<10 mg/dl); was able to self-treat with grape sugar. Caller reported another incident where customer received a hi (>600 mg/cl) reading and called the ambulance; was treated with 2.5 units of insulin via pump. Requested return of the alleged device for evaluation.